Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed a no delivery which he could not resolve. His blood glucose level at the time of the event was 298 mg/dl. The customer stated that the insulin was not expire or denatured. He stated that the sites were rotated and that the tubing was not bent or kinked. He does use the serter device according to IFU instructions. Advised the customer that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.